Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer's blood glucose level was 198 mg/dl, which is within the normal range of 54-500 mg/dl. Initially, reloading the original cartridge did not resolve the issue, but after being guided by technical support to fill and load a new cartridge onto the pump, the caller successfully resolved the problem and resumed insulin delivery.